Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and down arrow buttons were intermittently responsive. The reporter also stated that the keypad was completely peeled off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/12/2013 with the following findings: the keypad cover was completed peeled off of the pump. The complaint of the intermittently unresponsive up arrow and down arrow keypad buttons was not able to be duplicated; the up arrow, down arrow and ok keypad buttons responded appropriately. The contrast button was unresponsive, which has no effect on insulin delivery function. The contrast button contact was found to be missing. There was evidence of contamination found on all button contacts. Unrelated to the complaint evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.